Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician believed that the battery was too shallow. The patient underwent a revision wherein the ipg was relocated deeper and replaced per physician¿s preference. The patient was doing well post-operatively.